Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced permanent injury, pain and suffering, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, and/or recurrent urinary incontinence. Patient underwent corrective surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device the remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions "potential complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent pelvic organ prolapse, laparoscopy, sacral colpopexy, transobturator sling, rectocele repair, cystoscopy, catheter placement for vaginal vault prolapse, herniation of rectum into vagina, cystocele, extrusion, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring.